Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient was in a rear-end collision mva on (B)(6) 2018. The patient reported having to turn the ins higher than b efore the accident. Impedance check was performed, and 0 contact was out of range. The ins was reprogrammed not using 0 and the patient received adequate coverage. The issue was resolved. No further complications were reported/anticipated.